Event description:
A patient called and stated that her gammagard sd had a piece of her stopper in the vial today. The caller was concerned that because she used her other vial, she will not have another vial and will miss her dose for tomorrow. The caller was provided an email address to send pictures of the bottle, caller has the defective device available. Warm transferred the caller to medical information for further assistance and question about a replacement. The caller would like a return response preferably by phone. Follow up information: 29jul2024 3rd attempt - ms emailed a follow-up to reporter. Reporter responded with the following: I only have answers for some of the below as follows: 1. Was there any injury or medical intervention needed as of result of this incident? If yes, please explain. Answer: no. 2. Did you miss a dose? Answer: no, additional medication vial was shipped by pharmacy for second day of dosing. 3. Can you clarify if the stopper dislodged or if just coring occurred? Answer: coring. 4. Please describe the steps followed in preparing the vial for administration, prior to the issue occurring. Was the crimp cap firmly secured on the vial prior to or before removing the blue flip off cap? Answer: nurse removed caps, withdrew diluent in 2 parts using syringe, and mixed into dry powder vial. 5. Was a tool used to remove the flip-off cap? Answer: no. 6. Did the crimp cap move while removing the blue flip off cap from the vial? Answer: no. 7. How was the spike inserted into the stopper? Answer: spike was never inserted as we noticed the piece of stopper before vial could be used. 8. Is the sample available and/or picture(s) available for evaluation? If yes, please provide address to send return prepaid packaging. Answer: yes. Address is 1(B)(6)." 06aug2024 reporter stated, "I did receive the return package but have not had a chance to pack for return yet. Yes, you can expect it to be returned though." 05nov2024 sample has been delivered to lessines.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. As no manufacturing and no material defect was identified from the performed review, this complaint is not confirmed; no further actions are applicable.